Event description:
It was reported that the insulin gauge was inaccurate and static. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The user guide states: your t:slim x2 insulin pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. H3 other text : device not returned.